Event description:
The pt was revised because of loosening with some wear.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incident against the known product and lot code since release for distribution. Although unavailable for eval, it would not be unreasonable to expect poly material wear after approx 16 years of implantation. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated.